Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was vomiting all day, was very thirsty, had diarrhea, and was going in and out of anxiety. The cgm was reading 269 mg/dl, but she felt that her readings were not correct so she checked a bg which was 567 mg/dl. She continued vomiting until she lost consciousness. A neighbor called for an ambulance and the patient was transported to the hospital. She woke up upon arrival, drank a lot of water, and was given humalog and levemir insulin as she was diagnosed with diabetic ketoacidosis. She remained in the hospital for a week. At the time of the report the patient was fine but had a little headache. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.